Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19929007.

Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason. The patient was doing well post-operatively.